Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 15:06:04. During night drain cycle five, the patient's ultrafiltration reading was 965ml, indicating the home patient (hp) drained 965ml more than their maximum programmed fill volume of 800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The drain volume was not 1.6 times the largest prescribed fill volume, not meeting iipv criterial. The false positive was caused by a partial fill. If any additional information is received, a follow-up will be sent.